Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a safety syringe. The customer reports that the security system of the syringe has failed in its activation producing a puncture to an oncology service nurse. The nurse activated the security system on the pt's arm, she heard the sound of the activation of the security system,. The syringe was put in a tray and when she manipulated the syringe in order to discard it, the puncture occurred. The security system was broken and deactivated, so the needle cap could go up and down without difficulty. The pt was punctured for insulin.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.